Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). Calibration and quality control data were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with alkaline phosphatase acc. To ifcc gen.2 on a cobas c 503 analytical unit. The first sample initially resulted in an alp value of 1157 u/l. The sample was repeated five times, resulting in values of 486 u/l with a data flag, 819 u/l, 410 u/l, 409 u/l, and 442 u/l. The sample was diluted 1:5 and repeated, resulting in an alp value of 234 u/l. The repeat value of 234 u/l was believed to be correct. The second sample initially resulted in an alp value of 345 u/l. The sample was repeated three times, resulting in values of 522 u/l, 391 u/l, and 367 u/l. The sample was diluted 1:5 and repeated, resulting in an alp value of 357 u/l. The repeat value of 357 u/l was believed to be correct. The third sample initially resulted in an alp value of 729 u/l. The sample was repeated twice, resulting in values of 445 u/l and 439 u/l. The sample was diluted 1:5 and repeated, resulting in an alp value of 437 u/l. The repeat value of 437 u/l was believed to be correct. The fourth sample initially resulted in an alp value of 206 u/l on (B)(6) 2024. The sample was repeated twice, resulting in values of 113 u/l and 91 u/l. The sample was re-centrifuged and placed in a sample cup then repeated, resulting in a value of 83 u/l.

Manufacturer narrative:
All affected patients have myeloma with high white blood cell counts. Samples with hyper-leukocytosis may show higher alp activity due to the presence of leukocytes, debris, and platelets. A reagent issue is unlikely because calibration and qc data are acceptable. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.